Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the catheter was unable to deflect or relax completely. It was reported that during the operation there was a deflection issue. The catheter was unable to deflect or relax completely. A second device was used to complete the operation. There was difficulty maneuvering the catheter during withdrawal of the catheter. No components detached and or internal components exposed. The loop tip did become unknotted. Device was used with a synaptic l1 8.5f sheath. There was no adverse event reported on patient. Device evaluation details: on 24-jul-2023, the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and deflection test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device no knotted condition was observed during the analysis. The deflection curve was slightly bent; however, a deflection test was performed, and the curve was deflecting within specifications. No deflection issues were observed. Additionally in an x-ray photo provided by the customer, the catheter was noted to be knotted inside the patient's body. Additional picture reveal that the catheter has an abnormal deflection. The tip was observed semi-deflected with the piston up. The customer complaint was confirmed based only the picture received but the deflection issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the catheter was unable to deflect or relax completely. It was reported that during the operation there was a deflection issue. The catheter was unable to deflect or relax completely. A second device was used to complete the operation. There was difficulty maneuvering the catheter during withdrawal of the catheter. No components detached and or internal components exposed. The loop tip did become unknotted. Device was used with a synaptic l1 8.5f sheath. There was no adverse event reported on patient.

Manufacturer narrative:
On 24-jul-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).